Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.

Event description:
It was reported that a fistula occurred. On an unknown date a left atrial appendage (laa) closure procedure was performed using watchman flx laa closure device with delivery system (wds). On an unknown date post index procedure, the patient developed a left circumflex artery fistula. In response to the fistula, the patient continued anticoagulant medication. No patient complications were reported.